Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to be event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and requested assistance changing the settings on the insulin pump. During the call the customer stated that she was hospitalized two weeks ago due to high blood glucose. The customer was at work while calling and no details on the event were given. The customer stated that the insulin pump is working properly, and she is working with her doctor to bring down her high glucose level. No additional info was provided.